Manufacturer narrative:
Product complaint # ==> (B)(4). The cage was returned in its collapsed form. Bone tissue is readily visible inside the cage. Tool marks are visible on one side of the cage. The screw head also features material deformation, indicating stresses placed on it during use. These marks appear on all sides of the screw head. Torqueing the screw head inside the cage was difficult. After the tissue inside yielded to the torque slightly, the screw head could not be turned any farther. Disassembling the cage further could disrupt the issue. Regardless, the cage was returned collapsed and could not be reset to its expanded form. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The root cause of the cage collapsing postoperatively cannot be determined from the sample and the information provided. Further dynamic testing will be performed. Relevant actions are being taken to address the issue. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint : (B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there was a concorde lift removal due to collapsed height.